Event description:
It was reported that post implant, the patient presented with noise caused by oversensing. Fluoroscopy showed the connector pins fully inserted and pocket manipulation could not produce oversensing. The lead and defibrillator remain implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. This device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that post implant, the patient presented with noise caused by oversensing. Fluoroscopy showed the connector pins fully inserted and pocket manipulation could not produce oversensing. The lead and defibrillator remain implanted. No patient complications were reported as a result of this event.